Event description:
It was reported by the customer's mother that they thought he had the flu. Customer's blood glucose level was 494 mg/dl. Customer was throwing up and had a no delivery alarm in the alarm history. Customer did not hear the alarm. Customer's mother stated that it started occurring a week ago. Customer has treated for their high blood glucose levels with an injection. Troubleshooting was performed. Customer had no delivery alarms, low reservoir alerts, and finish loading alarms in the alarm history. Customer will be sent a tubing clamp and will call back to complete troubleshooting. Pump passed the self test and vibrated during the self test. Customer was advised to monitor the pump. Customer called back and pump passed the high pressure test. Pump was working as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.